Event description:
It was reported that stent thrombosis and patient death occurred. A percutaneous coronary intervention (pci) was performed. The target lesion was located in the highly calcified right coronary artery (rca). Pre-dilation of the rca was performed in the mid rca once and then the proximal rca 3 times with two balloons. The wire was exchanged and a 3.00 x 12 synergy ii drug eluting stent was advanced and deployed in the proximal rca. Post dilation was performed in the proximal rca with two balloons. A 3.5 x8.0 non boston scientific balloon was inflated for 3 seconds at 26 bar and then a 4.0 x8.0 non boston scientific balloon was inflated for 9 seconds to 20 bar and 5 seconds to 20 bar. The wire was exchanged and the mid rca was dilated with a 3.0 x15 non boston scientific balloon for 6 seconds and 8 seconds to 20 bar. A promus premier select was advanced, but "did not work" and a second 3.00 x 12 synergy ii was then implanted in the rca as the first implanted stent "did not look good." Intravascular ultrasound was not performed. The patient developed acute stent thrombosis at an unspecified time and reanimation was performed. The patient ultimately passed away on the same day. Boston scientific is continuing to follow up for additional information. It was further clarified that the patient presented with subacute st elevation myocardial infarction (stemi). The lesion was both highly stenosed and calcified. An ostial dissection occurred during diagnostic angiography. After pre-dilation the staining persisted at the rca ostium and a filling defect was observed at the acute margin with evidence of dissection distal to the recently dilated segment. The ECG revealed that while predilating the mid rca the patient had become unstable. The mid rca was treated by balloon dilation only. There was only one 3.0 x 12 synergy deployed during the procedure, when the second synergy stent was advanced, it did not cross. The promus premier select previously reported that did not work also did not cross. No additional stents were deployed. The devices were removed. The small dissection remained in the acute margin lesion. The case concluded with timi 3 flow and target vessel patency with haziness and staining in the stented ostium and small linear filing defect in the dilated lesion in the acute margin. It was indicated that a vessel dissection occurred in the mid rca. The patient was stable and transferred to intensive care unit (ICU). After transferring the patient to the ICU they developed symptoms within an hour and CPR was performed. The documented cause of death was acute coronary syndrome (acs).

Manufacturer narrative:
A2 age at time of event: >80.

Manufacturer narrative:
A2 age at time of event: >80. Media analysis: the device was not returned for analysis. One cd containing angiographic media from the (B)(6) 2021 and procedural notes were reviewed by bsc medical safety. The provided images give context to support the early stent thrombosis complaint (stent thrombosis event was not demonstrated on angiograms provided). Unable to confirm placement of promus premier 3.0x24 mm described in procedure note. Factors contributing to stent thrombosis event include thrombus in target lesions including unstented area of dissection in mid rca. Inadequate antithrombotic management may have contributed, as well.

Event description:
It was reported that stent thrombosis and patient death occurred. A percutaneous coronary intervention (pci) was performed. The target lesion was located in the highly calcified right coronary artery (rca). Pre-dilation of the rca was performed in the mid rca once and then the proximal rca 3 times with two balloons. The wire was exchanged and a 3.00 x 12 synergy ii drug eluting stent was advanced and deployed in the proximal rca. Post dilation was performed in the proximal rca with two balloons. A 3.5 x8.0 non boston scientific balloon was inflated for 3 seconds at 26 bar and then a 4.0 x8.0 non boston scientific balloon was inflated for 9 seconds to 20 bar and 5 seconds to 20 bar. The wire was exchanged and the mid rca was dilated with a 3.0 x15 non boston scientific balloon for 6 seconds and 8 seconds to 20 bar. A promus premier select was advanced, but did not work and a second 3.00 x 12 synergy ii was then implanted in the rca as the first implanted stent did not look good. Intravascular ultrasound was not performed. The patient developed acute stent thrombosis at an unspecified time and reanimation was performed. The patient ultimately passed away on the same day. It was further clarified that the patient presented with subacute st elevation myocardial infarction (stemi). The lesion was both highly stenosed and calcified. An ostial dissection occurred during diagnostic angiography. After pre-dilation the staining persisted at the rca ostium and a filling defect was observed at the acute margin with evidence of dissection distal to the recently dilated segment. The ECG revealed that while predilating the mid rca the patient had become unstable. The mid rca was treated by balloon dilation only. There was only one 3.0 x 12 synergy deployed during the procedure, when the second synergy stent was advanced, it did not cross. The promus premier select previously reported that did not work also did not cross. No additional stents were deployed. The devices were removed. The small dissection remained in the acute margin lesion. The case concluded with timi 3 flow and target vessel patency with haziness and staining in the stented ostium and small linear filing defect in the dilated lesion in the acute margin. It was indicated that a vessel dissection occurred in the mid rca. The patient was stable and transferred to intensive care unit (ICU). After transferring the patient to the ICU they developed symptoms within an hour and CPR was performed. The documented cause of death was acute coronary syndrome (acs).

Event description:
It was reported that stent thrombosis and patient death occurred. A percutaneous coronary intervention (pci) was performed. The target lesion was located in the highly calcified right coronary artery (rca). Pre-dilation of the rca was performed in the mid rca once and then the proximal rca 3 times with two balloons. The wire was exchanged and a 3.00 x 12 synergy ii drug eluting stent was advanced and deployed in the proximal rca. Post dilation was performed in the proximal rca with two balloons. A 3.5 x8.0 non boston scientific balloon was inflated for 3 seconds at 26 bar and then a 4.0 x8.0 non boston scientific balloon was inflated for 9 seconds to 20 bar and 5 seconds to 20 bar. The wire was exchanged and the mid rca was dilated with a 3.0 x15 non boston scientific balloon for 6 seconds and 8 seconds to 20 bar. A promus premier select was advanced, but "did not work" and a second 3.00 x 12 synergy ii was then implanted in the rca as the first implanted stent "did not look good." Intravascular ultrasound was not performed. The patient developed acute stent thrombosis at an unspecified time and reanimation was performed. The patient ultimately passed away on the same day. Boston scientific is continuing to follow up for additional information.